Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 403 was confirmed. A field corrective action has been initiated.

Event description:
The facility reported an infusion pump with a failure code 403. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.